Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer's blood glucose elevates at a certain time depending if insertion is in the stomach. Customer reported that blood glucose is normal when inserted in the leg, arms or below belly button. Customer was requesting an infusion set with a longer cannula. Customer declined troubleshooting. Customer's blood glucose was 400 mg/dl. Infusion set camples would be sent to customer.